Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an intermittent code. It was further reported that the code was unable to be specified and that no further information was available. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product event summary: analysis found an error code displayed in the lower screen during first start up. Incoming testing on an automated test system passed. A different error code appeared during use. Reported event was confirmed. As a result a new main board was placed. Failure analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that after assembling the main board into a golden unit the device powered up to an error. When power was cycled the device powered on normally. When the power was cycled again the same error appeared. All tests passed on the automated test console. The log was reviewed. The log had several entries of the two different error numbers. Conclusion: the reported event was confirmed, a solder issue was suspected in the die stack. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.